Event description:
I received sculptra on (B)(6) 2019. I developed a bald spot about a quarter in size on the back of my head that was diagnosed by a dermatologist on alopecia aerate. This developed approx 1 week to 10 days after I received sculptra in my temples. I believe this alopecia erate was caused by the sculptra and I have documentation that I did not have this as I have picture of my hair before treatment. I believe this was an immune response to receiving the sculptra and this was not disclosed as a side effect. Had I known I would develop alopecia areata, I would never have tried sculptra. Please investigate and disclose this. This was one-time injection of sculptra product.